Event description:
It was reported that the user experienced recurrent low glucose in late evening and early morning hours and observed that no insulin had been delivered for an extended period, prompting a call during which education and troubleshooting were provided. Symptoms included hypoglycemia to 56 mg/dl. Outcomes included oral treatment with fast-acting carbohydrates and monitoring until glucose trended back toward the target range, with instructions to consult a clinician regarding the pattern. Investigation included review of available use reports and real-time assessment during the call. Investigation of this case revealed an unclear cause of hypoglycemia with user-reported absence of insulin delivery noted, with no device component confirmed defective during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.